Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03624 and 2134265-2017-03997. It was noted that automatic pullback failure occurred. The target lesion was located in the highly tortuous and moderately calcified left circumflex artery. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During the procedure, the opticross¿ was crossed to the lesion. When pullback record was started, disconnection error occurred when 4 mm pullback was performed, so the pullback was discontinued. Pullback was tried again after resetting, however, exactly same issue occurred. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported.